Event description:
During the index procedure one endeavor drug-eluting stent was implanted in the lad. Patient was discharged on asa and clopidogrel. Approximately 46 months post the index procedure it was reported that the patient expired, sudden death. Death not related to the study drug, unknown if related to study device.

Manufacturer narrative:
Date of event: month and year valid. Evaluation results and conclusion: (death). (B)(4).